Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Procedure: posterior reduction and internal fixation and spinal decompression it was reported that the patient underwent spinal surgery due to l3 vertebral burst fractures. During surgery, the implanted set screws were found slipped. All the implants were removed. No patient complications were reported as a result of this event.